Event description:
A customer reported encountering a cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Customer support confirmed the serial number of the pump and sent a replacement. The customer planned to continue using the current pump with the help of the t: connect mobile app for bolus interactions until the replacement arrives. Instructions for storing and returning the problematic pump were provided, and the customer acknowledged the steps required upon receiving the new pump.